Event description:
It was reported that the patient was in the ICU after becoming syncopal during a vt episode. There was no device response to the arrhythmia and external defibrillation was delivered. The device was unable to be interrogated. A telemetry test revealed no communication between the device and the programmer.